Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the baton into a test monitor and powered it on. There was no image and the no signal error message appeared. An electrical connection failure was noted. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton was giving a "video 1, no signal" error. The problem was isolated to the baton. The baton was tried on another working monitor and it did the same thing but another baton worked with no problems. The patient was successfully intubated with another baton without causing a delay in treatment. No harm to patient or user was reported.